Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported that about 1,5 years ago a trauma occurred which caused swelling at the implant site, however it quickly resolved by itself. The user's audio processor on the right side was non-functional, therefore he did not use it for over 6 months before it was exchanged on 21-jun-2021. During this appointment affected channels were found.

Event description:
The parents reported that about 1,5 years ago a trauma occurred which caused swelling at the implant site, however it quickly resolved by itself. The user's audio processor on the right side was non-functional, therefore he did not use it for over 6 months before it was exchanged on (B)(6) 2021. During this appointment affected channels were found.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by the reported external mechanical impact appears likely. In addition a short circuit was present between two implant channels due to undetermined reasons, already prior to the reported trauma. The recipient still benefits from the implant system and will be monitored by the clinic.